Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The sensor was replaced to resolve the issue.

Manufacturer narrative:
H10-the initial medwatch reported that a early sensor expiration issue occurred. Upon further clarification it was determined that a failed sensor after dbd actually occurred which is not a reportable product problem and did not have the potential to cause or contribute to serious injury. H6 device code 1559 - removed.